Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited an unspecified capture anomaly. The ra lead was capped and replaced on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
Additional information: update to b5 to include dislodgement and patient status as stable. Update to h6 coding to include dislodgement.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited an loss of capture due to dislodgement. The ra lead was capped and replaced on (B)(6) 2022. The patient status was stable.